Manufacturer narrative:
Approximate age of device ¿ 6 months. The pump remains in use supporting the patient. No further issues related to a stroke have been reported. A correlation between the device and the reported ischemic stroke could not be determined through this evaluation. The instructions for use lists stroke as a potential adverse event associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that on (B)(6) 2015, the patient experienced a stroke causing right-sided weakness. The patient was monitored and her inr goal was increased. The patient was discharged a couple of days later with no further issues.